Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead needs to be removed since it was not working. Field representative verified that there was no indication from the clinician of what exactly was going on with the lead. The lv remains in service. No adverse patient effects were reported. This supplemental report is being filed due to additional information and device code update.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead needs to be removed since it was not working. Field representative verified that there was no indication from the clinician of what exactly was going on with the lead. The lv remains in service. No adverse patient effects were reported.